Event description:
It was reported that the locking tabs on the tibia spacers broke during surgery causing the surgery to be extended by 30 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.